Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was unknown at the time of the incident. The customer stated that she had to push the buttons more than once to get the insulin pump to respond. The customer also reported unexplained and random no delivery alarms and a rainbow or polarized effect on the screen of the insulin pump. The insulin pump will not be returned for analysis.